Manufacturer narrative:
(B)(4).

Event description:
It was reported that the beaded antennae from inside the pouchkin newborn pouch had broken off and punctured the stoma. The part was removed and the stoma healed on its own. It is unk how the piece was broken. This was the first time the hosp had this issue.